Event description:
It was reported that during a quality check, the red wing pilot port detached from the hose. The device was repaired by removing the superslick at the gluing area and gluing it back on with silicone due to the patient needing the tubes. No patient injury was reported photos attached.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. No product has been returned and review of the provided picture could not identify the root cause. Based on details provided by the complainant, a note was added to the drawing to ensure the airway line is masked prior to the parylene coating operation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).